Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 72404161, (B)(4), batch/lot number 1000057004, model/catalog description reservoir 65ml pc; model number/catalog number 72404310, (B)(4), batch/lot number 1000076789, model/catalog description pump ms.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflammation. The event resolved.

Manufacturer narrative:
Model number/catalog number 72404161; serial number (B)(4); batch/lot number 1000057004; model/catalog description reservoir 65ml pc. Model number/catalog number 72404310; serial number (B)(4); batch/lot number 1000076789; model/catalog description pump ms.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflammation. The event resolved. Additional information received indicated the onset of the event was at the end of november. The patient also experienced pain at the implant site. The physician applied antibiotics around the site and watched the progress. The patient recovered from the inflammation.

Manufacturer narrative:
Model number/catalog number 72404161 serial number (B)(4) batch/lot number 1000057004 model/catalog description reservoir 65ml pc. Model number/catalog number 72404310 serial number (B)(4) batch/lot number 1000076789 model/catalog description pump ms. Device evaluation; the ams700 cylinders were visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflammation. The event resolved. Additional information received indicated the onset of the event was at the end of november. The patient also experienced pain at the implant site. The physician applied antibiotics around the site and watched the progress. The patient recovered from the inflammation.